Manufacturer narrative:
As per the contour next control solution user manual, "squeeze a small drop of solution onto a clean, nonabsorbent surface. Do not apply control solution to your fingertip or to the test strip directly from the bottle." The customer did not follow these instructions prior to testing. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that he ran control tests with the contour next one meter and obtained readings of 87 mg/dl at 03:29 p.m. And 164 mg/dl at 03:32 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed using the in-house contour next one meter, in-house contour next test strips and in-house contour next control solution from lot # 1bv1a40, which gave a satisfactory performance. The control readings obtained during the in-house testing were properly marked as control results.